Manufacturer narrative:
The returned fourth blade attachment was evaluated. The device was found to be bent. The cause is likely attributed to wear from repetitive use. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a fourth blade attachment does not hold like it used to. Device evaluation by zimmer biomet personnel found that the device is bent. There were no reported patient or surgical impacts associated with this event.